Manufacturer narrative:
G4: 21sep2020. B4: 22sep2020. The reported phenomenon was duplicated. The diagnostic log had errors consistent with primary alarm failed; therefore, the speaker was replaced. After the replacement, the phenomenon was resolved. Aside from the reported phenomenon, an illumination failure of the power light emitting diode (led) was observed, so that the power switch overlay was replaced. It was confirmed that oxygen concentration was out of the acceptable range; therefore, the flow sensor assembly was replaced. South west medical intelligence performed the repair and periodic maintenance 2. The preventive maintenance (pm) kit2 and lithium-ion battery were replaced to prevent failure in accordance with the maintenance procedure. Overall checks, cleaning, and a functional test was performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:16dec2020. B4:20jan2021. A speaker assembly was returned for analysis. Visual inspection of the speaker assembly revealed no evidence of damage or contamination. An investigation was performed and the electrical open in the speaker created the primary alarm failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
The customer reported "check vent: primary alarm failed" alarm occurred. The hospital reported the phenomenon to the dealer. A sales representative from the dealer confirmed the phenomenon with a medical engineer on site. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.